Event description:
Customer reported noticing air bubbles in the reservoir and tubing. Customer reported that the air bubbles were not present immediately after filling, but 24 hours later. Blood glucose level was 109 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).